Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, after multiple maneuvers to enter the right ventricle, it was discovered the lp helix had become damaged. The lp was exchanged without issue and a replacement lp was successfully implanted. The patient was stable.